Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency department after experiencing episodes of dizziness and chest pain. Upon interrogation, the patient's right atrial lead exhibited loss of capture and decreased sensing. A chest x-ray was performed on (B)(6) 2019 and programming changes were made and the lead was deactivated. No further intervention was reported and the physician opted to continue monitoring the patient. The patient's condition was stable after the event.